Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that patient no longer felt stimulation but was currently reporting no symptom change. No outcome has been reported regarding not feeling stimulation and the plan was revising / replacing lead / ins soon. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. They had revision of device on (B)(6) 2017 as the issue of stimulation had not been resolved.